Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook tip had loosened during the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that based on observations, no part of the instrument appeared to detach or break off externally. However, during the procedure, the wristed movement of the instrument became noticeably loose/weakened. Under normal conditions, when the instrument tip contacts tissue, the wrist does not move unless intentionally manipulated by the surgeon. In this case, however, whenever the tip contacted tissue or another surface, the wrist mechanism moved unintentionally and appeared excessively loose/free moving.